Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, subject coil was noted to be broken off when attempting to remove the device out of the aneurysm inside the microcatheter. The subject coil and microcatheter was removed successfully and replaced with a similar product to continue procedure. A similar event in which replacement coil had broken off within microcatheter occurred after. Replacement devices were removed and procedure was completed successfully with no noted clinical consequences to the patient. No further information.

Manufacturer narrative:
The subject coil was returned for analysis and the coil was examined. It was discovered that the reported event of the subject coil being fractured during the procedure was not confirmed. The device was found stretched and jammed in the catheter with the delivery wire kinked/bent. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, this event does not meet reporting criteria anymore. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, subject coil was noted to be broken off when attempting to remove the device out of the aneurysm inside the microcatheter. The subject coil and microcatheter was removed successfully and replaced with a similar product to continue procedure. A similar event in which replacement coil had broken off within microcatheter occurred after. Replacement devices were removed and procedure was completed successfully with no noted clinical consequences to the patient. No further information.